Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with injection vancomycin (2g every five days; route and duration not reported) and injection gentamicin (20mg daily; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.